Event description:
The account alleged the patient position module is not setting. No injury reported. MFR - 300669741-2013-00193.

Manufacturer narrative:
The account stated the scale is reading an incorrect weight with the patient in the bed. No further information is available on the repair of the bed at this time.